Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot w2783 was returned. The expiration date on the label was (B)(6) 2020. The cutter was loose in the pack under all the components at the bottom of the tray. The tip protector was not returned. The needle was bent. The port window was in the opened position. There is dried solution visible in the tubing. The back cap is off center of the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. The cutter does have good aspiration. Due to the returned condition, loose in the tray under all the components and without the tip protector, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.